Manufacturer narrative:
No product has been returned for investigation as no product malfunction has been reported. It is unknown what products were utilized at index procedure. No radiographs or CT images were provided that confirm the alleged event. Based on the information provided root cause cannot be determined at this time. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries. Include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/or motor function; impotence; and permanent pain and/or deformity. Rarely, some complications may be fatal..." "...contraindications: contraindications include but are not limited to: infection, local to the operative site. Signs of local inflammation. Patients with known sensitivity to the materials implanted. Patients who are unwilling to restrict activities or follow medical advice. Patients with inadequate bone stock or quality. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." No product malfunction alleged.

Event description:
On (B)(6) 2019, the following information was reported at a physician conference: on an unknown date a procedure using coroent xl-h was performed. Post-operative image revealed proximal junctional failure. A revision procedure for extending posterior fixation was performed.